Event description:
It was reported that a tissue swelling near aorta was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was experiencing difficulty with transesophageal echocardiogram (tee) images due to patient's anatomy. During the transseptal part of the procedure, the watchman sheath and versacross connect was visualized tenting the septum in a medial position in the short axis view on tee. Decent amount of tenting on tee was seen. Echo physician confirmed the area looked better. The physician felt that it was safe to cross in this position and had the circulating nurse press the radio frequency (rf) button on the bmc rf generator. The physician was able to advance the wire without any resistance however the imaging physician was unable to visualize the wire in the left atrium. The physician decided to pull the wire back into the right atrium/inferior vena cava (ivc). It was observed a swollen part of tissue that was believed to not be there prior to transseptal. It was decided to abort the watchman procedure and to reverse the heparin that was given. The physician monitored the area for ten to fifteen minutes and did not notice any other changes to the area. The imaging physician confirmed that there was no pericardial effusion at any point during the procedure. There were no medical or surgical interventions needed. The patient was admit overnight and to do a follow up tee the following day. They could visualize the wire, but overall, the patient anatomy was very difficult to image. No other interventions required. Hemodynamics were stable the entire time. Patient was later discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.